Event description:
It was reported that a revision surgery was performed due to a emperion stem fracture. Intraoperatively it was found that the patient was infected, all the implants were removed and replaced with competitor devices.

Manufacturer narrative:
Reviewing the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that this even was already reported on the report 1020279-2019-03999, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.